Event description:
There was no patient involvement. It was reported that during preventive maintenance of the equipment, it was found that the equipment did not pass the battery performance test. The voltage measurements of the power source were made, and it was found that the load voltage battery power was below range (+ 10.34v). It was noted that all other power source voltages are within range. Other functions of the equipment are ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "load voltage battery power was below range" is confirmed, based on the customer photos provided with the complaint. The #1 battery charger voltage was out of range. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed, the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported, that during preventive maintenance of the equipment. It was found, that the equipment did not pass the battery performance test. The voltage measurements of the power source were made. And it was found, that the load voltage battery power was below range (+ 10.34v). It was noted, that all other power source voltages are within range. Other functions of the equipment are ok.